Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.